Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 48-year-old female patient with history of fibroids, endometriosis, and prior gynecologic surgeries presented with abdominal pain, chest tightness, dizziness, and recent shortness of breath. Return product is available for investigation. Method: date : tested results: sample positive/negative: I-stat, (B)(6) 2026 , 19:00 >1000 ng/l , a , positive, coulter, (B)(6) 2026, 23:26 <6 ng/l, b , negative, coulter, (B)(6) 2026, 02:30 <6 ng/l , c , negative. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml), female 490 13 (10, 17), male 404 28 (19, 58), overall 895 21 (14, 30).